Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 the n5 hook for hook handle (cev2295a) was returned for evaluation. Failure analysis: evaluation of the n5 hook for hook handle verified the problem statement as confirmed. The blue coating of the five hooks were melted on the tip side. Root cause analysis: it was determined that the issue was likely due to the use of voltage that was too high or a prolonged activation of the device. A corrective action is being processed regarding this problem and to confirm the root cause.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11 corrected field: h6 (investigation findings 1).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the blue plastic/sheath of the monopolar hook/n5 hook for hook handle (cev2295a) melted inside the patient during the coelioscopy. No patient injury, death or surgical delay was reported.